Manufacturer narrative:
The manufacturer received the device in question for evaluation. During an initial evaluation the reported failure "error head" could be confirmed and the device in question was forwarded to a supplier for further investigation and repair. This supplier investigation showed that within the connector-plug od the rotaflow drive unit some pins were pushed back which prevented the contact to the socket of the console . This caused the reported error message "error head". Based on the available information to the manufacturer at this time, the most probable cause for the damge on the connector is a mechanical damage caused by rough handling. Therefore a malfunction of the device cannot be confirmed. During the suppliers investigation, four additional failures were found. Each of them will be addressed ina separate complaint.

Event description:
Reference # (B)(4). Customer ref.: (B)(4).

Event description:
It was reported that the unit comes up with error head. (B)(4). (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental - medwatch will be submitted when add'l info becomes available.